Event description:
It was reported that a reconstitution device had leaked. This occurred during activation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (There was patient/operator involvement, as the leaking solution got onto the hands of the operator. There was no patient/operator injury or medical intervention associated with this event). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.